Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the mega suturecut needle driver instrument cable broke. The procedure was completed. It is unknown if the reported event had any impact on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument associated with the customer reported issue to perform failure analysis and an investigation to determine the cause of the reported event is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.